Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the unit broke in the coil part of the drill, just before the coil-drill interface. It was further reported that it was easy to remove with no additional time to the case.